Event description:
It was reported that the pump failed calibration-volumetric testing. There was no patient involvement.

Manufacturer narrative:
D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed the device in good condition. Review of event history log was not applicable. Functional testing could not replicate the reported issue; the pump passed accuracy testing. The root cause was determined to be user error. No further action was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.